Event description:
It was reported that a user experienced sustained hyperglycemia with a fingerstick reading of 365 mg/dl after announcing a meal as smaller than what was consumed while using the ilet system, with the user attributing the high glucose to underestimation of carbohydrate intake and having recently changed pump supplies. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included on-call guidance to continue automated correction dosing with no further assistance requested and no medical intervention or hospitalization. Investigation included user review, troubleshooting, and education regarding meal announcements. Investigation of this case revealed user-related use error due to incorrect meal size announcement, with the device and its components performing as designed and delivering correction dosing. It was concluded, based on previously established findings for similar reports, that the cause was user interface and use error related to meal announcement rather than a device malfunction.

Manufacturer narrative:
Initial.